Event description:
It was reported that a patient underwent anterior cervical discectomy fusion surgery using plates and screws at levels c4-5 and c5-6. Approx 2 years post op, the pt underwent surgery after fusion occurred to remove the hardware due to pt pain and a screw backing out. During the removal of the hardware, it was noticed that the screw that was backing out was broken at c4 and the shaft was embedded in the bone and unretrievable. It was reported that the pt still suffers from pre-operative issues such as pain, dysphasia and lumbar issues.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for eval. Analysis results are not available at the time of this report. A f/u report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.